Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. This product is sold in non-sterile form for further processing by distributor. This complaint sample was not returned for analysis. Review of initial complaint data found additional information (event date/patient information) which has been added to this form.

Event description:
The distributor reported an issue encountered with the cardiovascular valve. It was reported that during a procedure, the valve leaked blood. The volume was not indicated. As a result of the alleged event, the valve was repositioned in an upright position to avoid additional leaking. The report stated the procedure continued with no patient complications as a result. This model device is sold in non-sterile form to the distributor for further processing/sterilization. The device sample has not yet returned to the distributor or the manufacturer for analysis. See also 1649914-2015-00002 for related incident.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.